Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer reported the alarm was recurring despite replacing the battery. The customer also reported their reservoir was empty. It was also found the customer received .2 units of insulin that they did not program. Customer also reported being hospitalized on (B)(6) 2015 for a heart condition. The customer was also hospitalized for the flu, causing their blood glucose to rise. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.